Manufacturer narrative:
In troubleshooting, the customer indicated the reagent probe tubing connection was loose at the top. The customer tightened the loose tubing to resolve the issue. The customer verified quality controls were run without any errors or leaks. Instrument resumed operation. Service was not required. (B)(4).

Event description:
The customer reported getting cc cuvette not dry before first reagent dispense errors. Upon troubleshooting, the customer found drops of fluid under reagent probe a on their unicel dxc 600 pro synchron clinical chemistry system. The leak was contained to the instrument. The operator wore gloves and lab coat while troubleshooting. No one was injured or needed medical attention. No erroneous results were generated.